Event description:
Information was received indicating that immediately after placement of a smiths medical portex® endotracheal tube into a patient, the cuff was observed to deflate. The product was removed and returned for analysis. There were no reported adverse effects.

Event description:
Information was received that the tube was changed out as a result. This incident is now a serious injury as this constitutes medical intervention.

Manufacturer narrative:
B5: additional information. One endotracheal tube was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage; leak was observed coming out from the seal of the cuff. The cuff seal operation was audited during 32 units, in order to verify that the operation was properly performed and to visually inspect the cuff for incomplete seal. No discrepancies were detected. The reported customer complaint has been confirmed, and the problem source determined to be either production personnel did not follow the inspection instructions, or the instructions are not clear in the welder process.